Event description:
It was reported that the bd syringe 3ml ll 200 s/c there was foreign matter inside the syringe. There were 5 separate occurrences. The following information was provided by the initial reporter: verbatim: "1. Description of issue: customer reports there was small pieces of plastic in her syringe. 2. Number of occurrences: 5, distributor to use reported date as event date. Customer states this had happened around (B)(6)2019, but was not entirely sure. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number. 6. For bd product only, are samples available for investigation? 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Customer also reported that when she had received her supplies of cartridges, she did not receive the same number of cartridges, needles, and syringes. Distributor to send a box of replacement cartridges for the above mentioned issues, and for the insulin that she has had to waste (and was upset about) due to the issues.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c there was foreign matter inside the syringe. There were 5 separate occurrences. The following information was provided by the initial reporter: verbatim: "description of issue: customer reports there was small pieces of plastic in her syringe. Number of occurrences: 5, distributor to use reported date as event date. Customer states this had happened around (B)(6) 2019, but was not entirely sure. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Customer also reported that when she had received her supplies of cartridges, she did not receive the same number of cartridges, needles, and syringes. Distributor to send a box of replacement cartridges for the above mentioned issues, and for the insulin that she has had to waste (and was upset about) due to the issues.